Event description:
In 1981 this patient had vilateral double lumen breast implants placed. In 1986 the patient developed capsular contradiction, chronic fatigue, memory loss, irritable bladder symptoms, myalgia and night sweats. The patient had a bilateral periprosthetic capsulectomyu with the removal of both implants. There was a rupture of the right implant through both walls. At least two tears were seen in the outer lumen. The outer saline lumen was ruptured and emptied. The gel was seen outside the shell. On the left side the implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.